Manufacturer narrative:
The insulin pump was received with a grinding noise during rewind due to faulty motor. The pump was received with scratched lcd window. The drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 9 mmol/l. The customer stated that the pump made strange noises during rewind. The customer stated that the anomaly persisted after battery change. The customer mentioned that the drive support cap was not damaged. The customer will return the pump for analysis.